Event description:
It was stated that the customer was hospitalized for low blood glucose and the reading was 27 mg/dl. It was stated that the customer's basal rates had been lowered by the medical doctor prior to the event. Troubleshooting was performed and the insulin pump passed the displacement and self tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.